Event description:
It was reported that balloon ruptured. A 4.0mm x 80mm x 150cm coyote balloon catheter was advanced for dilation. During inflation, the balloon ruptured before reaching the rated pressure. No patient complications were reported.

Manufacturer narrative:
B3: date of event: date of event was approximated to 11/01/2024 as the exact event date was not reported.